Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. Due to the occlusion alarms, the customer experienced an elevated blood glucose (bg) level of 500mg/dl, large ketones and lose of consciousness leading to a visit to the emergency room (ER). While in the emergency room (ER), the customer's healthcare provider attempted to delivered boluses with the pump and received additional occlusion alarms; the customer received manual injections as treatment. A system check was performed verifying the occlusion alarms. Reportedly, the customer reverted to manual injections for insulin therapy.